Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis found the collet to be prematurely locked in place.

Event description:
During device implant procedure on (B)(6) 2014, the open collet on the pump segment of the catheter used to connect to the spinal segment of the catheter was malfunctioning. The surgeon was unable to insert the spinal segment of the catheter through the collet. The surgeon tried to thread the catheter through the collet and was unable to do so. It appeared that the collet was already closed or engaged. The location of the issue was the connector pin. A new catheter was opened and only the pump segment was used to complete the implant; the spinal segment of the initial catheter was left implanted and used. The product issue was resolved. There were no patient symptoms or complications associated with the event. The device system was intended to deliver lioresal. Additional medications at the time of the event included oral astelin, surfak, cortef, vitamin c, multivitamin, xyzal, valium, robaxin, soma, flonase, lisinopril, miralax, norvasc, prilosec, potassium chloride, and baclofen. Patient history included hypertension, hypothyroidism, osteoarthritis, and no known drug allergies. Patient status at the time of the report was alive with no injury; the patient recovered without permanent impairment. The patient had an appointment scheduled with the doctor on (B)(6) 2014 for a post-operative check and titration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.